Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the cubie lid was not opening. A technical support specialist (tss) restarted the cubex application and customer had attempt the action again. This time, the cubie opened without any problems, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using thebd pyxis¿ medbank tower aux, the cubie lid was failed to open. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.